Event description:
It was reported that an ilet system could not connect to the mobile app and dexcom g6, and the pump was in non-dosing mode during reconnection attempts after a period without supplies; troubleshooting steps included app reinstall, cache clearing, device restart, trainer support, and planning a replacement device, and the user intended to use backup therapy. Symptoms included hyperglycemia with a reported blood glucose of 451 mg/dl and no acute health effects. Outcomes included no professional medical intervention, no ketone testing, and no hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.